Manufacturer narrative:
The patient required revascularization of the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. (B)(4). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2017, two stellarex catheters were used to treat the target lesion of the left proximal, mid, and distal popliteal. Approximately 10 months post index procedure, the patient experienced an in-stent occlusion in left limb. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician indicated this is probably related to the study device and procedure.